Event description:
A customer contacted beckman coulter inc. (Bec) reporting that the reagent from upper wheel leaked to lower wheel while loading new reagent cartridges on the unicel dxc 600 pro synchron chemistry analyzer. The volume of the leak was small and was contained inside of the reagent compartment of the dxc system customer was wearing personal protective equipment of lab coat and gloves during this event. No result data is in question. No erroneous results were generated. All patient and control samples that were run prior to observation of leak are known good and verifiable. No injuries were sustained by any laboratory personnel.

Manufacturer narrative:
Customer was able to clean the leaked reagent by using absorbent towels. Leak was fully resolved when customer removed total protein reagent. All controls before and after leak were acceptable. Service was not dispatched for this event as the customer resolved the leak. No product imperfections were noted by the customer. The cause of the event is unknown. (B)(4).